Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 22f115av) was opened, prepped and introduced into the marksman microcatheter (mc). The embotrap met resistance in the microcatheter. It was approximately in microcatheter near the aortic arch when resistance was met. The embotrap was removed, and the device was saved. The rest of the procedure was completed successfully using different devices. There was no patient injury reported. Additional information received indicated that the embotrap never reached the area of the target vessel. Nothing was noted as being a delay in the procedure. Based on the product analysis of the device received, the cage assembly was noted deformed.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 22f115av) was opened, prepped and introduced into the marksman microcatheter (mc). The embotrap met resistance in the microcatheter. It was approximately in microcatheter near the aortic arch when resistance was met. The embotrap was removed, and the device was saved. The rest of the procedure was completed successfully using different devices. There was no patient injury reported. Additional information received indicated that the embotrap never reached the area of the target vessel. Nothing was noted as being a delay in the procedure. The initial examination and examination under magnification of the returned embotrap device showed evidence of damage and deformation present on the proximal struts. The visual inspection also concluded that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. Hence, the embotrap device is also compatible with 0.027¿ microcatheters. Device insertion and delivery assessments were performed using the returned embotrap device and a sample marksman catheter microcatheter on the benchtop and when placed in clinically relevant simulated anatomy. The returned embotrap device was successfully delivered to the distal tip of the sample marksman catheter microcatheter without issue. The complaint event was not confirmed using the returned embotrap device and a sample marksman catheter microcatheter. Device insertion and delivery assessments were also performed using a sample embotrap device and a sample marksman catehter microcatheter, with the distal tip of the insertion tool seated at various locations in the microcatheter hub. These assessments demonstrated that failure to seat the insertion tool correctly can result in the proximal struts of the embotrap device moving distally to the proximal segment of the device in the marksman catheter microcatheter hub and subsequently causing deformation of the proximal struts of the embotrap device and kinking of struts on the proximal segment of the embotrap device, consistent with the damage observed on the returned units. The returned embotrap device shows signs of damage and deformation. A visual examination of the microcatheter or other ancillary devices used during the complaint event was not possible as none were returned for examination. It was described that the complaint event occurred when device was being delivered through the section of the microcatheter ¿near the aortic arch¿. Assessments carried out as part of this investigation demonstrated the returned device could successfully deliver through a sample marksman catheter microcatheter in a type iii simulated aortic arch anatomy which is a worst-case scenario for aortic arch tortuosity. Poor positioning of the insertion tool in the microcatheter hub (>15mm gap) was replicated with a sample marksman catheter and sample embotrap device, which resulted in similar damage and deformation to the returned embotrap device. However, the assignable cause of the failure to deliver the returned complaint unit could not be confirmed because the complaint unit was successfully delivered to the distal tip of the microcatheter both in a straight configuration, and when positioned in simulated anatomy replicating a type iii aortic arch. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.